Event description:
The clamp within the disposable chest tube tray is defective. The distal jaw of the peon broke off during a chest tube insertion, and it was removed with video-assisted thoracoscopic surgery. The same break occurred during set up (before it touched the patient) on a different patient. FDA safety report ID# (B)(4).